Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Representative samples were returned for evaluation. The samples were visually inspected and functionally tested for strength and the samples met the requirements.

Event description:
It was reported that a dog underwent a cystotomy on (B)(6) 2015 and suture was used. Concomitantly, a ovariohysterectomy was performed. On 07/04/2015, it was found that the suture broke post-op.